Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient was ¿in poor environment.¿ the peritonitis was manifested by vomit, fever and abdominal pain. On the same day, the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for the indication of peritonitis. Dianeal therapies were ongoing. Thirteen days after hospital admission; the patient was discharged and was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.